Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances with approximately values of 125 ohms. Technical services (ts) was consulted and upon review of the available information it was noted that the average impedance was approximately 87 ohms. Reprogramming options were provided. Furthermore, continuous monitoring was going to be provided. This rv lead remains in service. No adverse patient effects were reported.